Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the sterile sleeve was locked to the catheter from packaging. The sterile sheath would not move back on the catheter. Troubleshooting was initiated but unsuccessful. Unable to get pump in optimal position with sleeve/repo sheath forward. A new pump was placed. No patient harm.

Manufacturer narrative:
Impella cp pump was returned. The returned product was visually inspected and found the sterile sleeve to be locked too tight without slack to tuohy borst. The tuohy borst lock was loosened, and the sleeve was pulled outside to normal and readjusted. The sterile sleeve was now able to move in back-and-forth motion without any issues. Also, the repositioning sheath tip was found to damaged. No other abnormalities were observed. As per clinical pump sterile sleeve sheath would not move back and locked onto catheter with no success on tuohy borst lock moving both ways. The cause of the sterile sleeve damage issue was use related per clinical review and field investigation.